Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device. On 04/04/2023, the experienced a normal day, evening and had gone to the grocery earlier in the day. An unspecified time later that day, he received a low alert and was aware that his glucose level was decreasing; however, he was unable to self-treat in time and experienced a seizure. As the patient has followers, they were aware the patient¿s glucose had decreased, they came to the patient¿s aid and found him having a seizure. His follows got him to the hospital where he was admitted with a bg of 33 mg/dl; the cgm value at that time was not provided. During his hospitalization, it was noted that there was a 70 ¿ 100 mg/dl point difference between the cgm and bg values. Detailed medical interventions were not provided other than the patient was hospitalized in the intensive care unit (ICU) from (B)(6) 2023 to (B)(6) 2023. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.